Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer received critical pump error/open book image. The device involved was pump mmt-1884 en with battery cap material number, acc-1528. Blood glucose was not provided at the time of the incident. Customer was informed the device performs safety checks and an error was detected. Customer indicated the insulin pump does not show signs of damage. Customer was instructed to stop using the pump and follow their health care provider's backup plan instructions. The device is expected to return for product analysis.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump and found three pump error 63 alarm (variable=15)(file ID=2017, line ID=147) on 04/27/2025, first at 21:19:11.000, second and third at 21:19:23.000 in the detailed trace. Pump was cut open to perform visual inspection and found moisture on the electronic assembly, motor, force sensor and internal battery. The sc1 cap locks properly into the reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay and scratched case. Critical pump error (open book image) alarm¿confirmed due to pump error 63 alarm. Pump error 63 alarm found in the error log due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.